Event description:
A customer reported that the gas bubble had only lasted five days or less after surgery (not as long as expected). It was noted that the tank was used a few times and there was no gas coming out, only air. Additional information has been requested. This is the last of three reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).